Manufacturer narrative:
A1: full patient identifier is case (B)(4). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. D4: the customer did not provide information regarding specific accutni+3 reagent lot; therefore, expiration date and UDI are unknown. H4: the customer did not provide information regarding specific accutni+3 reagent lot; therefore, device manufacture date is unknown. The access reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. Attempts were made by beckman coulter to gather additional information regarding the event; however, to date, there has been no additional information provided by the customer. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On 23nov2023 the customer reported that sometime in the past, a patient may have undergone a change to patient treatment or management based on erroneous or questioned troponin I (access accutni+3 reagent, part number a98264 and lot number not provided) result obtained on the customer's dxi (customer could not specify which dxi (unicel dxi 600 access immunoassay analyzer w/dual gantry, part number a71461 and serial numbers (B)(6). Customer did not provide any test results and did not provide any information regarding specific change to patient treatment or management despite multiple attempts by beckman coulter to gather additional information. Customer did not provide specific system performance indicators for the event. Sample collection, handling and processing information was not provided.